Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage at site event on (B)(6) 2026. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.